Event description:
On (B)(6) 2013, the reporter contacted lifescan (B)(4)l, alleging inaccurate result of "437mg/dl" as compared to "286mg/dl" obtained on a different meter within 30 minutes. This complaint is being reported because the reported results did not meet lifescan's accuracy/precision criteria and the alleged inaccuracy issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.